Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a derailed grip cable at the distal idler pulley. As a result, yaw motion may be non-intuitive. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip was unable to successfully clip onto the tubing. When the instrument was removed from the system, it was noted that the derailed grip cable returned to its normal position on the idler pulley. The root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.087¿ ¿ 0.103¿ in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling.

Manufacturer narrative:
Isi has not received the large hem-o-lok clip applier for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: system serial #, device material, lot#/serial #, and event date. The instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 46 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted urological surgical procedure, a cable at the joint of the large hem-o-lok clip applier was "released" and it was not possible to clamp the clip. The instrument was replaced with a backup. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 26-mar-2021 and obtained the following additional information: the instrument was inspected prior to use per the usual process. No photo or video is available for review by isi. The patient was a male between 55 to 75 years old.